Manufacturer narrative:
The problem was due to a component failure (chiller). After the replacement of this component, the laser system restarted to work correctly. We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problem: "the resonator chiller is displaying a flow sensor error that can not be cleared." No adverse effects to patient were reported.

Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about paitent injury.

Event description:
The laser system has the following problem: "the resonator chiller is displaying a flow sensor error that can not be cleared." No adverse effects to patient were reported.